Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called previously reporting an occlusion and high blood glucose. Customer called back the same day with more no delivery alarm issues. The customer's blood glucose was around 450 mg/dl. Customer declined to troubleshoot for high blood glucose at this time. Troubleshooting was perform. Insulin did exit during prime. The insulin pump will not be returned for analysis.